Manufacturer narrative:
The complaint investigation included a search for similar complaints, and the review of complaint text, trending data, labelling, field data and device history records. Returns were not available. The review of the historical performance of reagent lot 52305ud00 was completed. Trending review determined no trends for the issue for the product. Device history record review on lot 52305ud00 did not show any potential non-conformances, or deviations. Historical performance in the field using worldwide data from abbottlink was reviewed and determined that the patient median result for the lot is comparable with other lots in the field, confirming no systemic issue for the lot. Labelling was reviewed and found to adequately address the issue under review. Interference by heterophilic antibodies was confirmed. According to the package insert heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. The presence of heterophilic antibodies in a patient specimen may demonstrate anomalous values. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I lot number 52305ud00 was identified.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result on one patient. The sample was repeated with similar results. The sample was tested by another method with lower results. The following data was provided: sid (B)(6), (B)(6) 2023 initial result = 300 pg/ml repeat = 350 pg/ml hbt tube = 220 pg/ml siemens result = <3(negative) overall population diagnostic cutoff for the alinity = 26.2 pg/ml no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier = (B)(6).

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result on one patient. The sample was repeated with similar results. The sample was tested by another method with lower results. The following data was provided: sid (B)(6) initial result = 300 pg/ml repeat = 350 pg/ml . Hbt tube = 220 pg/ml . Siemens result = <3(negative). Overall population diagnostic cutoff for the alinity = 26.2 pg/ml no impact to patient management was reported.